Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were requested. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.